Event description:
I used fixodent for more than 6 yrs. Lost the use of my left hand and my ankles are swollen and won't go down. My right hand sometimes swell. I was diagnosed with lower levels of copper and high levels of zinc in my blood in 2009. My neuropathy is permanent and require continued medical care and treatment. Dose or amount: denture cream, frequency: once a day, route: oral. Dates of use: 2003 - now/2009. Diagnosis or reason for use: denture adhesive cream. Event abated after use stopped: no.